Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported clip remaining at the distal end of the device was confirmed. The manufacturing group investigation identified the potential of a product quality issue related to the manufacture of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported event was concluded to be related to a potential product quality issue. The treatment appears to be related to procedure circumstance. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an angioplasty interventional procedure. Reportedly, the clip was deployed; however, when the device was removed from the anatomy the clip was noted to be caught in the distal end of the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.